Event description:
The patient reported that a few days after returning home post-implant, the patient felt nauseous, miserable, and sick to the stomach. The patient was not sure if this was due to the electronics in the patient's house or not. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).